Manufacturer narrative:
Further info surrounding the incident has been sought. A supplemental medwatch will be submitted when the investigation is completed. Ref exemption #: (B)(4).

Event description:
It was reported that the ventilator was delivering low tidal volumes of approximately 100 ml (the pt weight is unk) while it was connected to a pt. The pt's pa02 dropped to approximately 4.0 kpa. The ventilator was disconnected from the pt. The pt was then manually ventilated and the pa02 values measured approximately 9.0 kpa. A new pre-use check of the ventilator was performed which was successful. The ventilator was again connected to the pt but still the pt was not being ventilated. The ventilator and the pt circuit were exchanged to new ones and ventilator was fine thereafter. (B)(4).